Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received the failed battery test. The customer's blood glucose level was 140 mg/dl. Troubleshooting could not continue due to customer not having new batteries to insert. Customer was advised that battery cap would be replaced and to call back if issue was not resolved. The device will not be returned for the analysis.